Event description:
It was reported that this patient noticed beeping from their device. The physician was contacted and upon device data review, it was noted that there were several high, out of range spikes in the shock impedance of the right ventricular (rv) lead. Boston scientific technical services were contacted and recommended in-clinic lead integrity testing to exclude lead impairment. The rv lead is a competitor's lead. At this time, the system remains implanted and in service. The physician elected to continue with remote follow ups. The patient was stable with no adverse consequences.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient noticed beeping from their device. The physician was contacted and upon device data review, it was noted that there were several high, out of range spikes in the shock impedance of the right ventricular (rv) lead. Boston scientific technical services were contacted and recommended in-clinic lead integrity testing to exclude lead impairment. The rv lead is a competitor's lead. The patient was brought in-clinic to perform isometrics. Because the impedance spikes were infrequent, the physician elected to continue with remote monitoring. It was also discussed to avoid the use of heavy chainsaw equipment that the patient was using during the impedance spikes. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.